Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and failure analysis investigation did not replicate nor confirm the customer reported event. The endoscope was found to have an error 48404. Additional observations not reported by site were also identified: the endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack(s) on the left/right button exhibiting damage of the button pack assembly. The endoscope had integrated circuit (ic) housing with label.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope was showing an image on the monitor that was upside down and smudged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the issue occurred after ports had been placed in the patient during the start of the case. When the customer was trying to insert the robotic instruments, the image was permanently inverted. Trouble shooting was done. The image was inverted, and the customer could not get it corrected. The vision orientation did not change on its own. The customer was unaware if the instrument moved freely with uncontrolled motion. At the time of event, the system recognized the correct scope. The surgeon confirmed the desired orientation when the new endoscope was used. The procedure was completed with a backup endoscope. The issue did not result in patient injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the 30-degree endoscope involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained, but failure analysis has not yet been completed.